Event description:
It was reported to philips that system was unable to boot up properly. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that the image processor board (ipb) was not detected by the system and was unresponsive. The ipb test also failed. The fse determined that the probable cause of the malfunction was the ipb itself. The fse restarted and reinstalled the ipb. After these repairs were complete, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.